Manufacturer narrative:
Add'l info for section. The body was made at the following location. Contract MFR: hayco ltd, (B)(6). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.

Event description:
Consumer reported the head came off when he was brushing his teeth. The metal part jabbed into his cheek and almost went all the way through. He sought medical treatment and received a tetanus shot and a z-pack.